Event description:
Contralateral pull wire caught upon hooks during jacket retraction. Superior attachment was deployed without issue but were unable to free contralateral limb and wire. Decided to convert pt. Graft was manually deployed in the procedure. Both limbs were cut off and sewn in manually.